Event description:
The physician was attempting to use an euphora balloon catheter during a procedure to treat a lesion in an unknown vessel. No damage noted to packaging. No issues noted when removing the device from the hoop. Device was inspected with no issues noted. It is reported that the balloon would not deflate at the lesion site. The balloon was inflated at 10atm at the lesion site but failed in deflating. The physician removed the device inflated from the access site and he inspected it in order to understand the problem. The physician cut the hypotube of the balloon to understand where it failed, but the balloon didn't deflate. The contrast used was 2/3 lomeron 350mg/ml+1/3 saline. There is no patient injury.

Manufacturer narrative:
Additional information: no difficulties were experienced during the inflation. The device was not moved or repositioned in the lesion. The deflation issue was noted after the first inflation. The balloon was removed by pulling back the catheter with no difficulty. Evaluation summary: balloon returned partially inflated with traces of residue present inside the balloon and inflation lumen. Blood residue was also present within the inner lumen. Numerous kinks were evident to the hypotube. A kink was visible to the distal shaft, 19.7 proximal to the distal tip. Proximal balloon bond was extremely stretched. Negative prep was performed with no issue noted. Pressurization of the device was performed and device failed to inflate, thus deflation testing could not be performed. This could be caused by the stretching to the balloon bond. Inner lumen patency was verified with a 0.015 inch mandrel. Deformation of the distal tip was visible during inspection. If information is provided in the future, a supplemental report will be issued.